Event description:
Pt was implanted with a 3 lead boston scientific crtd on (B)(6), 2011. Pt presented for f/u and interrogation of the device on (B)(6), 2011. It was noted that the battery consumption was 285% of expected. The device was reprogrammed and showed 73%. Battery life was noted initially as having only 2.5 yrs left until replacement. After programming it showed approximately 6.5 yrs time to explant. Pt advised to f/u in one week. There is concern that this device is experiencing rapid battery depletion which it should not.